Event description:
During an open l5-s1 procedure, the right l5 screw was placed and then promptly removed following a neuromonitoring alert, and repositioned under fluoroscopy. Investigation confirmed that system, tools, and reference frame functioned properly, as other screws were placed successfully using the same setup. A potential user-related factor was identified, involving possible unintentional unlocking of the screwdriver during insertion. No conclusive root cause could be determined due to a lack of clinical or visual evidence. Although no patient harm occurred, the screw repositioning consideres as a serious injury; therefore, the complaint is being reported.